Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a right upper lobectomy, abnormally large and prolonged bubbling was diagnosed. The patient had pulmonary emphysema. It was stated that the patient¿s hospital stay was prolonged from 7 days to 17 days.